Manufacturer narrative:
Suspect device was received on (B)(6) 2020. Device evaluation completed on (B)(6) 2020: during visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. Leak testing was performed, in accordance with mentor procedures, and an area of delamination was observed in the union between the shell and patch, causing a gel leakage. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, chest injury, pain, seroma. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast implant surgery with mentor medical devices (smooth hpg, 375cc, date of implant (B)(6) 2012) has experienced breast implant rupture and discomfort on the left side after chest injury. It was also reported that that the patient has developed late onset seroma on the left side, the fluid was aspirated during implant explantation on (B)(6) 2020 and sent to pathology. At this time, the results of the pathology report have not been provided.